Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a duplicate address was detected in the cubie pocket. The customer attempted to release the cubie, and the system indicated that the cubie had been released; however, the cubie did not release. As a result, the entire drawer failed to recover, and the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer manually removed and unloaded all cubies from drawer 5_2. The fse then reseated the connections, reloaded the cubies, and verified proper access. The system functioned as intended after the field service engineer repaired the device.